Manufacturer narrative:
H6; damaged firing mechanism with bent knife. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condition, 1/4 fired; cartridge return batch number, j00d1u and instrument number, 111. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, broken and condition of yoke, good. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was reported during a thoracotomy while using the ez45g a second reload was placed and the device fired a 3rd time. The jaws closed and when fired a cracking noise was heard. The jaws would not release. The surgeon stated he did not think too much tissue was enclosed since it closed easily. The surgeon used a scapel and cut the tissue in order to remove the device. A new instrument was opened to complete the case. There was no consequence to the pt. 8/21/97 the rep states the surgeon cut around the head of the cutter and the amount of tissue removed was approximated to be 1/2 the width the head of the cutter.